Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported after initially receiving the pump, a malfunction alarm occurred. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly, the customer had manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.